Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-02253. (B)(4). Approximate age of device: 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015 and underwent a pump exchange due to hemolysis on (B)(6) 2015. It was reported that between (B)(6) 2015, the patient began to see rises in pump power consumption. The patient was not symptomatic and the urine color was normal; however, laboratory results were reported to be "looking like clotting - trending up but not outrageous". A system controller log file submitted for review by the manufacturer's technical services noted the pump power trending up with the pulsatility index trending down, which can be suspect for thrombus. Anticoagulant therapy at the time of the event included aspirin, warfarin, plavix, and IV heparin. The patient declined another pump exchange and made the decision to be discharged home with hospice care. The patient expired on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.